Event description:
Stem fracture (accolade I) 14 years after implantation and regular function. A revision surgery due to the shaft fracture is now planned. A complex revision surgery must be performed here. Surgery date september 6, after surgery defect item can be returned. Update: the prosthesis neck is not broken. The head has loosened and badly damaged the cone.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
Stem fracture (accolade I) 14 years after implantation and regular function. A revision surgery due to the shaft fracture is now planned. A complex revision surgery must be performed here. Surgery date september 6, after surgery defect item can be returned. Update: the prosthesis neck is not broken. The head has loosened and badly damaged the cone. As per med review: the patient sustained a femoral head disassociation.

Manufacturer narrative:
Reported event an event regarding disassociation involving a lfit v40 cocr head that was mated with an accolade stem was reported. The event was conformed via clinician review of the provided medical records. Method & results product evaluation and results: visual inspection of the returned devices indicated that the trunnion of the stem is severely worn. The metal head appears to have damage from the disassociation event and explantation. Material evaluation was completed and indicated the following comments: damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. This has been documented as part of CAPA. No further material analyses were performed. -clinician review: a review of the provided medical records by a clinical consultant indicated: this patient underwent a right primary total hip arthroplasty using an accolade I tmzf hip stem. A v40 cobalt chrome lfit femoral head was utilized with a 36 mm diameter and a zero offset. No clinical history is given. The patient sustained a femoral head disassociation. I can confirm that this event took place since I was able to see x-rays of the primary hip and x-rays of the failed hip arthroplasty. I cannot confirm that the revision took place since I have no documentation such as office notes, post revision x-rays or operation note. Regarding root cause of this event, it cannot be determined with certainty. Causes of femoral head disassociation are multifactorial. The summary describes no fracture of the femoral component but rather findings which could be consistent with trunnionosis and deformity of the trunnion leading to disassociation. Causes could be related to surgical technique, patient bmi and activity level and implant factors as well. In order to assign causality to the implant itself, one would have to have the implant examined by stryker engineers to determine the mechanism of failure. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall pfa was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required. Product surveillance will continue to monitor for trends.